Manufacturer narrative:
E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this pacemaker device was found in safety mode. The plan was to have this device replaced. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is not expected to be returned for analysis.